Event description:
As reported, in 2007, this pt was implanted with gore tag thoracic endoprostheses. Eight days later, the pt was discharged, and on the next day, the pt suffered cardiac arrest and expired. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Please note add'l devices implanted in this pt: tg3720/05610241. Tg3420/05473885.